Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03388 / 03389).

Event description:
Legal counsel for patient reported patient underwent a left hip revision procedure approximately eight years post-implantation due to alleged pain, discomfort, soreness, metal poisoning, metallosis, and metal debris. The head was removed and replaced and a poly hip bearing was implanted. This report is based on allegations set forth in plaintiff&#38112;complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Medical products - biomet m2a magnum acetabular cup catalog#: us157858 lot#: 008530, biomet m2a magnum taper adapter catalog#: 139266 lot#: 701610, biomet malloryhead femoral stem catalog#: 11-104116 lot#:276020. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surfaces."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left hip revision procedure approximately eight years post-implantation due to alleged pain, discomfort, soreness, metal poisoning, metallosis, and metal debris. The head was removed and replaced and a poly hip bearing was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a left hip revision procedure approximately eight years post-implantation due to wear. During the procedure, the femoral head was removed and replaced. An active articulation bearing was also implanted to complete the procedure.